Event description:
In 2005, patient had a left btk amputation for failed endovascular and surgical revascularization. Chronology of events: in 09/2004: patient was enrolled into post-market sutdy for treatment on the right side. In 01/2005: patient presented with gangrene of the left foot and a laser /cryo procedure of the sfa popliteal/post tibial arteries was performed . In 04/2005: gangrene of the left foot continued and percutaneous revascularization of the left leg was performed, specifically, cryoplasty of the left popliteal/sfa, and laser artherectomy of the posterior tibial. Eleven days later gangrene of the left foot continued and a left fem/distal bypass was performed. Ten days later left btk amputation was performed.